Manufacturer narrative:
The reported issue was confirmed cause unknown. The root cause of the reported issue could not be determined. A potential root cause is rough handling. This cannot be confirmed and lacks conclusive evidence. A visual evaluation noted the following: no obvious visible defects such as cuts or tears in the foam, a deformity in a connector on the right thigh pad where the end appears to be chipped/warped (see attached photo), tubing for all the pads noted no kinks present and hydrogel was intact with pad and not separated. The reported connector deformity was confirmed via visual examination and a functional test was not required. The product does not meet specifications per inspection procedure, which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was 1l/min immediately after the start of use, but after about 10 hours, the flow rate became "0l/min". The arctic gel pad was suspected and replaced with a new gel pad only for the lower half of the body. When the removed gel pad was checked, deformation of the connection port was confirmed. Per additional information via email from ibc on 02dec2023, it was stated that the they confirmed that the connection port was deformed. It was also stated that they just replaced the gel pad with a new one. It was stated that scheduled to be sent and it improved by replacing only the lower body with a new gel pad. It was noted that the there was no any impact to the patient(s) due to use of these devices.

Event description:
It was reported that the flow rate was "1l/min" immediately after the start of use, but after about 10 hours, the flow rate became "0l/min". The arctic gel pad was suspected and replaced with a new gel pad only for the lower half of the body. When the removed gel pad was checked, deformation of the connection port was confirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed cause unknown. The root cause of the reported issue could not be determined. A potential root cause is rough handling. This cannot be confirmed and lacks conclusive evidence. A visual evaluation noted the following: no obvious visible defects such as cuts or tears in the foam. A deformity in a connector on the right thigh pad where the end appears to be chipped/warped (see attached photo). Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. The reported connector deformity was confirmed via visual examination and a functional test was not required. The product does not meet specifications per inspection procedure, which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4)." The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the flow rate was "1l/min" immediately after the start of use, but after about 10 hours, the flow rate became "0l/min". The arctic gel pad was suspected and replaced with a new gel pad only for the lower half of the body. When the removed gel pad was checked, deformation of the connection port was confirmed. Per additional information via email from ibc on (B)(6) 2023, it was stated that the they confirmed that the connection port was deformed. It was also stated that they just replaced the gel pad with a new one. It was stated that scheduled to be sent and it improved by replacing only the lower body with a new gel pad. It was noted that the there was no any impact to the patient(s) due to use of these devices.